Event description:
Implant surgeon reported via sales rep that a patient who had arthroplasty surgery of left hip in 2005 came to hospital complaining about a significant increase in pain of left hip joint and limited mobility. According to the doctor loosening of the cup and stem was identified. Doctor states that during the revision surgery, the hip endoprosthesis stem was removed and a discoloration of exeter stem's coating was observed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the ame patient/event as MFR # 9616680-2012-00208.